Manufacturer narrative:
An unused device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3 for the unused sample, and to provide the completed investigation results. H6: investigation findings- 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6: investigation conclusion- 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. One unused 6f angio-seal vip device was returned for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. The device was subjected to functional testing. The device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The guidewire was advanced into the vessel model and the locator and sheath were mated and placed into the vessel model over the guidewire. No functional anomalies were noted with the device and no resistance or damage while advancing into vessel model. Based on the returned device, the complaint could not be confirmed the alleged failure of kinked components. The actual complaint sample was not returned but one unused sample from the same lot was returned. No issues were found on the returned unused sample during functional testing. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00176.

Event description:
The user facility reported that the angio-seal devices bent while trying to pass over the wire into the patient. There were two devices used in the same patient. The procedure performed was a cardiac catheterization. The patient's pre-procedural condition was stable. There was no blood loss. Additional information was received on 15mar2021. The sheath size used during the procedure was a 6 french. The sheath and dilator bent while being inserted over the wire. The patient was in stable condition. Additional information was received on 22mar2021. A pre-deployment angiogram was performed. The wire was inserted through the 6fr terumo sheath and the sheath was removed. The doctor then attempted to insert the angio-seal device and it would not enter the body. A second angio-seal was opened as an attempt to insert and it did not work either. Due to the patient being anticoagulated with heparin for a percutaneous coronary intervention (pci), a 6fr sheath was reinserted and over the wire for pressure bag attachment awaiting decrease in act prior to removal.